Event description:
It was reported that, during the device changed out procedure, the right atrial (ra) lead would not disconnect from the header. The physician tried multiple wrenches and technique, but the lead could not be removed from the header. The physician elected to cut and cap the lead in order to remove the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 694765 lead, implanted 2004-(B)(6), 419478 lead, implanted 2006-(B)(6). (B)(4).